Event description:
It was reported that the right atrial (ra) lead had high threshold. The lead was capped and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5071-53, implantable pacing lead 2005-(B)(6), 694765 implantable tachy lead 2004-(B)(6), d274trk implantable cardioverter defibrillator 2010-(B)(6). (B)(4).